Event description:
It was reported that the patient expired on (B)(6)2010. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported that while torquing, the seats of the screws broke at the threads. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Part no. Lot no. Description mfg date94745 096811 polydirectional multiaxial screw 12/16/04.dhrs were reviewed and no anomalies were identified during manufacturing.